Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-lock connection (brown head) fell off on the patient's right neck, and it might have been pulled when patient turned over. The device was removed and replaced." There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4). Correction to section d.4: UDI was updated from (B)(4). To include the full UDI. The customer returned one, 3-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was observed that portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. The distal extension line outer diameter measured 2.164 mm, which is within the specification per distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.058", or 1.4732 mm, which is within the specification per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory syringe filled with water was attached to the medial and proximal extension lines and flushed. No leaks or blockages were observed. Functional testing of the distal extension line could not be performed due to the nature of the damage. A manual tug test confirmed the medial and proximal extension lines were secure within their respective hubs. A device history record review was performed, and two containment actions were found. Two planned non-conformances were initiated as part of CAPA to manufacture under optimized process parameters for molding the extension lines into the luer hubs and to increase the sampling plan. The failure mode of this complaint is relevant to both non-conformances as they relate to CAPA. The distal extension line extrusion product drawing was reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was observed that portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. Based on the appearance of the damage, manufacturing caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-lock connection (brown head) fell off on the patient's right neck, and it might have been pulled when patient turned over. The device was removed and replaced." There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "unknown" at this time.